Manufacturer narrative:
The surgeon confirmed that the patient was progressing towards successful fusion, because of which, he did not want to perform a revision surgery at this time. The specific lot was obtained from the surgery charge sheet and a thorough review of the device history record for this lot was conducted and identified no deviations or anomalies. This is the first time this tulip disengagement was reported since the launch of this product system in 2015. A root cause cannot be identified based on the information available. We will further our investigation if and when spinecraft receives the explanted implants or if additional information became available a supplemental report will be filed accordingly.

Event description:
At about 5 months post-op, patient had a fall and went back for a review. From the x-ray, it was seen that the patient has a possible fracture at l4 vertebral body, and for one of the screws the tulip was disengaged from the shaft. Patient reported some pain; however, the source of the pain was unclear. At this time, there is no revision surgery scheduled, and the device remains implanted. Patient will continue to be monitored by the surgeon for at least 6 weeks. It is reported that revision surgery is to be considered if after the fracture heals, the patient still continues to have pain.